Event description:
The distributor reported that the jaw broke off during surgery and became lost in the chest cavity. It took 45 minutes and fluoroscopy guidance to retrieve the tip from the chest cavity. The surgery prolonged by 90 minutes total. According to distributor, there was no pt injury whatsoever.